Manufacturer narrative:
(B)(4).

Event description:
Customer reports that the seal tore on trocar on trying to insert applier, resulting in loss of pneumoperitoneum, subsequent difficulty inserting applier. Trocar replaced with another device. Ongoing issue as per surgeon. Gender, age and weight are not available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Nothing fell in the surgical cavity. The device will be not be returned for evaluation, it was discarded by customer.